Event description:
1 ev with 10 pcs of lot: 0001560431 (1 pc with presence of foreign body; small plastic particles) is rejected.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a1801. Patient problem code: f26. H10: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
1 ev with 10 pcs of lot: 0001560431 (1 pc with presence of foreign body; small plastic particles) is rejected.

Manufacturer narrative:
H10 : one photo was provided. We were unable to definitively confirm the presence of debris. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. No issues or failures regarding debris were recorded as a result of the quality inspection of the finished good assembly. A failure could not be confirmed, as a result a root cause could not be determined. Awareness training was performed with the manufacturing team in an effort to raise awareness. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.